Manufacturer narrative:
(B)(4). Batch # r58h5a. Device evaluation summary: the analysis found that one ntlc75 device was returned with no apparent damage and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: the procedure was subtotal esophagectomy. The patient is stable.

Event description:
It was reported that during a gastric tube formation, the staples were unformed on the way of the first firing, and bleeding occurred. The firing force was higher than expected when the firing knob moved a half way, but the surgeon continued to fire the device completely. After the device was released, it was found that the staples were unformed, and bleeding was observed. Additional suture was performed to stop the bleeding. The amount of the bleeding was unknown, and no blood transfusion was required. The staple height was gold. The same device loading another cartridge was used to complete the case. There were no adverse consequences to the patient. The operation video was checked, and it was found that there was a possibility that the device clamped a hard object such as clip during the fire.